Manufacturer narrative:
(B)(6).

Event description:
It was reported that during an ankle surgery, the screw broke when use. Partial pieces fell into the patient and were removed arthroscopy with a gripper. No patient impact mentioned. The procedure was successfully completed without any significant delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
Two 72201993 osteoraptor 2.3mm suture anchor devices returned. The complaints stated: ¿the screw broke when use.¿ the two devices were returned on one shelf carton identified as (B)(4). There were two related complaints opened. The insertion shafts, sutures and anchors were returned. There is no damage, bow or bending of the insertion shafts. There is similar damage to both the anchors and both sutures. The anchors have been fractured from torque. They are both flowered at their proximal end where the inserter seats into the anchor. Both sutures have been thinned and frayed; nearly cut through, at the same spot on each. Symptoms are consistent with use of excess torque. A starter instrument is mandatory for proper device prep. Per instructions for use: ¿note: when using osteoraptor 2.3 mm suture anchors, use a smith and nephew 2.3 mm in-line drill guide, 2.3 mm obturator, and a drill bit specific to the suture anchors to prepare the insertion site (each sold separately). Do not use sharp instruments to manage or control the suture. Use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿ no root cause related to manufacturing was confirmed.